Manufacturer narrative:
Product analysis: dislodged stent and delivery system were returned for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The inner lumen patency was verified with a mandrel. Deformation was evident to the dislodged stent segments with struts appearing bunched and raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal left anterior descending artery, exhibiting 85% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. It was reported that the device failed to cross the lesion due to use of the device in difficult lesion morphology. The procedure was completed using a resolute integrity stent. Patient status post-procedure is alive with no injury. It was later reported that the stent came off the delivery system after the device had been removed from the patient. Analysis has shown deformation to the dislodged stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.